Event description:
The customer states the device will not boot up completely. A failure to boot up could delay the delivery of therapy. No adverse pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer states the device will not boot up completely. A failure to boot up could delay the delivery of therapy. No adverse pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.